Event description:
Our foreign consignee reported the message "level:check module" was repeatedly displayed even though the setting of the level sensor and the level in the reservoir were normal. An alternate device was employed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.